Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had slightly decentered intraocular lens and uncorrected vision at distance and near. Additional information has been requested

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).